Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient with angina underwent a percutaneous coronary intervention (pci) and the angio-seal was used for hemostasis. After the anchor was deployed in the artery as usual, when the device/sheath assembly was withdrawn, the anchor could not be positioned against the vessel wall and the device/sheath assembly was withdrawn together. The suture and collagen were clearly visible and confirmed, but the anchor could not be found there. As hemostasis failed, manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression. No bleeding was noted after manual compression and puncture. Although it is unknown where the anchor is, the patient has had no symptoms since the procedure until october 12 and has been followed up. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. The device was returned in a deployed state with the tamper tube released and a small piece of collagen attached to the suture. The suture was completely detached from the carrier tube hub. No other components were received. The deployment sleeve of the carrier tube was in the full rear lock position with colored bands fully exposed. The anchor was not returned. The overall condition of the device appeared to be consistent with completion of all deployment steps. Under microscopy, the anchor could not be observed, and the collagen could be seen over tamped. Both the clear and the black compaction markers were fully visible. The tamper tube can be seen well below the black marker. The other end of the suture appeared to be detached from the hub of the device. The complaint can be confirmed for anchor detachment due to over tamping of the collagen. The fully exposed black compaction marker indicates that the collagen was over tamped. The IFU indicates that tamping should not expose the distal end of the black compaction marker if hemostasis has been achieved. Over tamping of the collagen has been known to cause anchor detachment, which is the likely case that the user experienced. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).